Event description:
It was reported that the device had a damaged housing and syringe clamp assemblies. No patient involvement was reported.

Manufacturer narrative:
Corrections: g4, h3, h6 (method, results, conclusion) the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case damage. Ca-2018-0161 for iui damages. A review of the device history record for (B)(6) was performed from date of manufacture 08/14/2018 to the present date 11/10/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a damaged housing and syringe clamp assemblies. No patient involvement was reported.